Event description:
It was reported by service report that the side control pedal is broken with sharp edges exposed. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: brake/steer pedal.